Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Evaluation summary: the production and quality control documentation for lot # v1019, with expiration date (08/2013) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Capillaries broken in left knee and top of foot [capillary fragility]. Funny feeling going up left leg [sensory disturbance]. Neuropathy [neuropathy peripheral]. Depression [depression]. Difficulty walking [gait disturbance]. Left knee pain [arthralgia]. Swelling of left knee [joint swelling]. Swelling in top of foot [oedema peripheral]. Stroke [cerebrovascular accident]. Weakness in face [facial paresis]. Weakness in right arm and leg [muscular weakness]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history is significant for previous treatment with synvisc several years ago. On (B)(6) 2011, the patient initiated synvisc-one 6ml/once in the left knee. The synvisc-one lot number was not provided. That evening, the patient experienced left knee pain and swelling. The events required treatment with meloxicam, ibuprofen, ice, heating pad, and elevation. The action taken with synvisc-one was not provided. The swelling had started to lessen by the time of the report, on (B)(6) 2011. The patient's outcome for the event of left knee pain was not reported. Concomitant medications were not provided. Additional information was received on (B)(6) 2011 from the patient. On (B)(6) 2011, the patient experienced difficulty walking, left knee pain, and swelling. The patient required assistance from a walker to walk. The patient also experienced swelling in the top of the foot, capillaries broken in the left knee and top of the left foot, and a funny feeling going up her left leg, which she was unable to clarify further. The patient was in contact with her physician and was tested for a blood clot, the results of which were negative. She was diagnosed with neuropathy. Treatment for the events included ice and heat. Additional information was received on (B)(6) 2011 from the treating physician. The lot number of synvisc-one used to treat the patient was reported as v1019. The patient's medical history is significant for moderate to severe osteoarthritis and previous treatment with nsaids and steroids. The patient's outcome for the events of left knee pain, left knee swelling, and difficulty walking were reported as recovered. The reporting physician assessed the relationship between synvisc-one and the events of left knee pain, left knee swelling, and difficulty walking as possibly related. The other events were not assessed by the physician. Additional information was received on (B)(6) 2011 from the patient. The patient's left knee pain has not yet recovered. She experienced depression, which is ongoing. On (B)(6) 2011, the patient experienced a mild stroke, for which she was hospitalized for two days. The stroke occurred on the right side of the brain and caused weakness in the right arm, leg, and face. At the time of the report, strength had returned to the arm and leg, and the facial weakness had recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.